Event description:
It was reported that during an unk procedure, in the third firing, there was no stapling. Another same like device was used. No further info was provided. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.